Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Reviewed logs and spoke with clinical specialist. Could not duplicate reported problem. Found unit due for preventive maintenance. Installed pm kit, and performed service software checks per manufacturer specifications. Unit passed all functional tests.

Event description:
The following was reported to hamilton medical ag: customer note on unit states the following. "On bipap not sensing any volumes from patient, saying mv=0 and exhaled tidal volumes=0. No patient pain or consequences reported.